Event description:
It was reported that the tip of the driver broke off during use. No patient complications were reported

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Macroscopic examination confirms driver tip broken off. Microscopic examination of fracture surface revealed a quasi-brittle fracture surface with river lines and no indication of fatigue or torsional overload. The angle of the fracture surface, in addition to the absence of torsional overload, usage and age of the instrument, suggest failure due to bend stress overload. The above observations are consistent with bend stress overload.